Event description:
It was reported that patient presented with a broken white power cable. The system controller was exchanged.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: device serial number was requested but not provided. Manufacturer's investigation conclusion: the reported event of a broken white power cable was confirmed via submitted images. A customer provided photo of the heartmate 3 system controller (serial number unknown) revealed a damaged white power cable strain relief. No damage to the underlying layers was observed. Provided information stated that the serial number was unknown, no log files were available, there was no adverse patient impact, and the exchanged controller will not return for analysis. The root cause for the reported event was unable to be conclusively determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. B) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. B) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook, section 6 ¿ "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed due to the serial number of the system controller being unknown. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that there was no adverse patient impact due to this event.